Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically approximately 2 months post implant. The lens was repositioned on (B)(6) 2015. The surgeon indicated that in his opinion that likely cause of the event was "excessive fibrosis"/ this event pertains to the pt's right eye.